Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported a loss of therapy. The patient was not getting pain relief from above his knee to his toes. He indicated that he had to turn the stimulation high to get relief, but he felt like he was being electrocuted when he lifted his arms and lied down. All of the programs that were available to the patient were tried. There were no falls or traumas that could have been related to this issue. This occurred since several months prior to the report. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.